Manufacturer narrative:
Therapy was inhibited by placing a magnet over the device, and the patient was given medication to reduce the rhythm. No further information is available. This report will be updated and resubmitted if additional information becomes available.

Event description:
Boston scientific crm received information that the patient implanted with this device had developed conducted atrial fibrillation (af). This was properly detected as ventricular tachycardia (vt) in a monitor zone. The rate then accelerated into a vt zone which therapy enabled and six therapeutic shocks were delivered. No adverse patient effects were reported.